Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The health care professional (hcp) also reported that this lead may have moved. To date, this lead remains in service. No adverse patient effects were reported.